Event description:
It was reported that the patient alert triggered, and the device experienced an electrical reset. The device was also found to be at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data was collected from the device and has been analyzed. The returned device indicated a memory error for a ram (random access memory) integrated circuit.